Event description:
Explanted lead was returned with generator that was explanted due to end of service. Analysis of returned lead revealed breaks in both the positive and negative lead coils. There was no allegation of device malfunction when the explanted product was returned. No adverse event was reported.